Event description:
It was reported that during treatment of moderately calcified, non-tortuous, 70% stenosed lesion in posterior tibial artery (pt) using a stealth 360 peripheral orbital atherectomy device (oad) the vessel became occluded distal to treatment area. A 6fr slender sheath was used over the wire and viperslide lubricant. An unspecified balloon was used in the (pt) to reopen the artery and complete the procedure. Nitroglycerin was administered. The patient was in stable condition. In the opinion of the physician, vessel occlusion was caused by calcium shedding and occurred only because the oad was being used in the vessel. Additional information was received from abbott senior account manager on (B)(6) 2025. The date of event will be estimated as (B)(6) 2025.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported obstruction and related medical intervention appear to be related to operational context. In this case, it is likely that the obstruction is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event will be estimated as 02/03/2025. H6: codes 4118, 3233, and 11 no longer apply. H6 investigation conclusion code 22: the stealth 360® peripheral orbital atherectomy system instructions for use manual states that occlusion of vessels is a potential adverse event that may occur and/or require intervention with use of the system.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete.

Event description:
It was reported that during treatment of lesion in the tibial artery using the stealth 360 peripheral orbital atherectomy device (oad) the vessel became occluded. An unspecified balloon was used in the posterior tibial artery (pt) to complete the procedure. Nitroglycerin was administered. The patient was in stable condition. No further information was provided.